Event description:
On (B)(6) 2013, it was reported to 3m espe that one 1.8x13mm mdi standard o-ball and collar implant (ob-13) was broken during insertion in position 42 and had to be removed with an additional surgery. The dentist used a surgical drill (flame type) for this procedure. The surgical procedure was performed without complications. The patient is doing fine and a new implant has already been successfully placed.

Manufacturer narrative:
Methods, results, conclusions: the fragments of the fractured implant involved in this case were not returned to 3mespe for evaluation. The reason why the implant broke was a handling error by the dentist; too much turning force (60 ncm) was used. The 3m espe instructions for use indicate that a force of 45ncm should not be exceeded.